Event description:
It was reported that the user performed a supply change independently and inserted the infusion set with the needle guard still attached, resulting in the set not adhering; the user was using an inset infusion set and was subsequently guided through a new supply change by customer care. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified as incorrectly deployed an infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.